Event description:
Reportedly, ventricular noise oversensing which led to one inappropriate shock delivery was observed. The patient will be seen soon for reintervention. Preliminary analysis revealed that the observed noise could originate from: electromagnetic interferences (emi), myopotentials sensing, a ventricular lead issue or an ICD issue.

Event description:
Reportedly, ventricular noise oversensing which led to one inappropriate shock delivery was observed. The patient will be seen soon for reintervention. Preliminary analysis revealed that the observed noise could originate from: electromagnetic interferences (emi), myopotentials sensing, a ventricular lead issue or an ICD issue.

Manufacturer narrative:
Return device analysis did not reveal any device malfunction.

Event description:
Reportedly, ventricular noise oversensing which led to one inappropriate shock delivery was observed. The patient will be seen soon for reintervention. Preliminary analysis revealed that the observed noise could originate from: electromagnetic interferences (emi), myopotentials sensing, a ventricular lead issue or an ICD issue.